Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button and up and down arrow buttons on the keypad were under responsive to user presses and there was moisture in the cartridge compartment and behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: the keypad cover was intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination or damage was found to the button contacts. Unrelated to the complaint, investigation revealed a pump case leak during leak testing. The pump¿s cover was removed and moisture damage was found on the printed circuit board.